Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for an atrial driven rhythm. It was noted that the patient had a known slow ventricular tachycardia (vt). Technical services (ts) reviewed the reports and noted that the inappropriate therapy was a result of an undersensed atrial beat. Ts suggested reprogramming options. The device remains in use. No adverse patient effects were reported.